Manufacturer narrative:
A device history record review was completed for provided material number 306546 and lot number 3172390. The review did not identify any possible non-conformances during the production process that could have contributed to this incident. To aid in the investigation of this issue, four (4) picture samples were received for evaluation by our quality team. Analysis of the photographs confirm the presence of foreign matter; however, without the physical sample we are unable to determine the type of foreign matter and also confirm if the foreign matter is in the saline solution. If a physical sample becomes available, additional investigation results may be possible. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd posiflush syringe has foreign matter in the barrel. The following information was provided by the initial reporter: nurse opened the syringe from the clear packaging and noticed the floating particle in the syringe. Nurse brought the syringe to myself, as I was in her department at the time. No patient harm in this incident, just a quality issue. No impact, as the problem was discovered before a patient would have been impacted.